Manufacturer narrative:
Physio-control determined that the likely cause of the reported issue was due to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power supply pcb assembly contacts of connector p11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary report or charging the defibrillator.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to replicate the reported issue. The reported issue was verified in a review of the downloaded device data. After replacing the power pcb assembly and the battery wire harness assembly as preventive measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. There were no reports of patient use associated with the reported event.